Event description:
It was reported by service report that the foot left side rail did not raise. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail internal linkage.